Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the mid lad. An angiographic complication of dissection occurred during the index procedure. During a staged procedure approximately 3 days post index procedure one endeavor sprint drug eluting stent was implanted in the rca.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection is described as an ae in the IFU). Evaluation conclusion: known inherent risk of procedure(dissection is described as an ae in the IFU). (B)(4).